Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0tzlp, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient reported that stimulation felt fine when she left the hospital, but it quit working. The patient felt pressure in her anus and initially felt stimulation in her vagina when she increased stimulation way up. The patient stated that she had 50% relief of urinary frequency initially, but then later said maybe it was not quite 50%. The patient was told that since the pressure in her anus was uncomfortable, it was appropriate to change program, but that was up to the healthcare professional (hcp). The patient was on program 3 at 3.25v and felt stimulation. No outcome or intervention was reported regarding the event. Further follow- up is being conducted to obtain information. If additional information is received, the event will be updated. Additional information received from the consumer reported that the patient had the device removed on (B)(6) 2015\. It was infected around the incision site. It never worked for her so she was not going to have the device replaced.